Manufacturer narrative:
(B)(4).

Event description:
Approximately 3 weeks prior to the date of this report, a seroma occurred. As of (B)(6) 2011, a drain was in the seroma. The pump medication was not reported. Additional information has been requested, but was not available as of the date of this report.